Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. This event was reported to medtronic via a uf report # 3700910000-2007-8027 (see attached). The pt has a history of triple bypass surgery and hypertension. It is unk if the pt was being followed during the 63 months post the stent graft implantation procedure. It was reported the pt was emergently sent for abdominal exploration. The abdominal cavity was entered and the retroperitoneum was exposed. A small hematoma was evident. No info was provided regarding the events leading to the aneurysm rupture and the consequent explant of the stent graft. The explanted stent graft was not available for return to medtronic. The surgery went well. No additional clinical sequlae were reported.